Event description:
It was reported the customer experienced fluctuating blood glucose (bg) levels ranging from 38-672 mg/dl; cause was unknown. Customer consumed juice, water and gave a manual injection to address bg levels. Ultimately, the customer reverted to an alternate method of insulin therapy.